Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed the last bolus and last basal delivery was completed eight and nine days after the event date respectively. Alarm history showed typical use with no alarms related to the reported issue. The basal and bolus added up correctly to the total daily deliveries indicating that the pump was delivering accurately up to the last date used. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were completed and recorded correctly. Pump delivery accuracy was within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia while on pump therapy. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was over 500 mg/dl with symptom of dehydration, atypical thirst, vomiting, and diabetic ketoacidosis. It was reported that the patient was treated with intravenous fluids and insulin injection by medical personnel at the hospital. The patient allegedly discontinued pump therapy with no information provided regarding any recent adjustments to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal deliveries were correct and as programmed. No information was provided regarding bolus deliveries and potential causes for bg issues. Troubleshooting was unable to identify the cause of the alleged inaccurate delivery issue. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with an alleged inaccurate delivery of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.